Event description:
Baxter reported patient needed to replace the transfer set, because it was broken. Patient realized it was broken, because it was leaking during use. The set was placed 5 days earlier. There was no patient injury or medical intervention with this incident according to baxter.